Event description:
A customer contacted baxter's technical service center requesting assistance to end therapy on the homechoice machine during fill, as she became disconnected. The technical service representative assisted the home patient (hp) in ending therapy. During a follow up with the hp's husband regarding the disconnection, it was revealed that the bag was disconnected from the tubing during sleep. Per the husband, the bag port was "crimped / irregularly shaped" and suggested that's how the hp's tubing was separated from the bag. The husband also clarified that there no other disconnections occurred, besides the disconnection between the bag and cassette tubing. Per the husband, they discussed this event with the nurse and hp was prescribed prophylactic antibiotics. Per the husband the hp did not have any injury or harm as a result of this incident. Per the husband, the hp was doing fine and continuing therapy without further issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint was for a disconnection of a supply bag. In a follow up phone call by product surveillance, the caregiver (cg) stated that the supply bag disconnected while the patient was sleeping. Per the cg, the bag port was "crimped / irregularly shaped." This complaint was not confirmed in the lab due to a lack of cassette sample. The lot number is unknown; therefore, a batch review was not performed. The root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.